Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 07-nov-2019 and inspection of the unit was performed on 03-dec-2019 where the quality control inspector found the following: bending rubber pinhole, distal cap - fixed type passed epoxy seal integrity inspection, failed wet leak test, failed dry leak test. Addition inspection findings from 13-jan-2020: distal cap - fixed type failed epoxy seal integrity inspection. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: bending rubber, distal case/cap. The video duodenoscope was approved by final qc on 21-jan-2020.